Manufacturer narrative:
Manufacturer¿s ref. No: (B)(6), information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. Product analysis cannot be conducted, as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8219138. The history record, indicates this product was final inspection tested at (B)(6) and was determined to be acceptable. With the information available and without the complaint product available to be returned for analysis. The reported product issue documented in the complaint cannot be confirmed, through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample. However, it is possible, that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported, that during an endovascular embolization procedure. After ,the 4mm x 30mm enterprise 2 stent (encr403012 / 8219138) was released in the target site, the physician observed, that the distal and proximal markers of the stent did not fully open nor expand as intended. The physician used the micro guidewire to massage the stent, but the stent markers still could not open completely. The complaint then documented that, ¿then completed the surgery. The procedure was prolonged about 20 minutes¿. There was no report of any negative patient impact. A procedure image was included in the complaint. The image will undergo independent physician review. On (B)(6) 2023, additional information was received. The information indicated, that the target was an unruptured wide-necked aneurysm. Vessel tortuosity is a factor that may have contributed to the incomplete expansion. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. The microcatheter used was a prowler select plus (catalog / lot# unknown). There was no damage noted, on the microcatheter. The guidewire used to massage the stent was a transcend guidewire (stryker). Per the information, ¿after the massage, the stent could only open a little and could not be fully opened¿. After the stent could not be fully opened, angiography was immediately performed. ¿and it was found, that the contrast agent had passed through, then completed the surgery¿. The stent and microcatheter were not replaced. The additional information confirmed, there was no negative patient impact. The physician did not consider, the 20-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review completed on 31-jan-2024. The procedure image included in the complaint underwent independent physician review. The assessment is documented below. "The description of the case is clear. The report is accompanied by one picture showing a coiled aneurysm with a deployed stent with distal markers close to each other. The proximal markers are not visible. There is no sequential imaging, therefore it is not clear what stage of the deployment and catheter manipulation is visualized. The stent has been fully inserted and therefore cannot be returned for further analysis. The causes for non-deployment can be multiple, such as vasospasm, atherosclerosis, and clot build up on the struts. Images provided do not permit differentiation between possible causes." Physician name and date reviewed: (B)(6) and january 31st, 2024. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.